Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device breakage ("negligible piece of the essure device has possibly been retained"), pelvic pain ("severe pain/pelvic pain"), multiple sclerosis ("multiple sclerosis") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (she was unable to wear fake or "costume jewelry" which often contain nickel due to skin irritation). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("severe discomfort"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), arthralgia ("join pain"), neck pain ("neck pain"), urinary incontinence ("urinary incontinence"), headache ("headaches"), neuropathy peripheral ("peripheral neuropathy"), peripheral swelling ("swelling of hands, feet and legs"), palpitations ("heart palpitation"), night sweats ("night sweats"), hypoaesthesia ("numbness in hands and feet"), alopecia ("hair loss"), amnesia ("memory loss"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), skin irritation ("skin irritation") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery and surgery (partial hysterectomy sometime in or around (B)(6) 2018, which included removal of essure). At the time of the report, the device breakage, pelvic pain, multiple sclerosis, genital haemorrhage, pelvic discomfort, abdominal pain, vaginal discharge, arthralgia, neck pain, urinary incontinence, headache, neuropathy peripheral, peripheral swelling, palpitations, night sweats, hypoaesthesia, alopecia, amnesia, dysgeusia, rash, skin irritation and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, device breakage, dysgeusia, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, multiple sclerosis, neck pain, neuropathy peripheral, night sweats, palpitations, pelvic discomfort, pelvic pain, peripheral swelling, rash, skin irritation, urinary incontinence and vaginal discharge to be related to essure (ess205). The reporter commented: she sought treatment for the aforementioned events. Diagnostic results: on (B)(6) 2018, x-ray abdomen revealed punctuate radio density seen overlying the left hemi pelvis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('negligible piece of the essure device has possibly been retained / fragment of an essure') and pelvic pain ('severe pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (she was unable to wear fake or "costume jewelry" which often contain nickel due to skin irritation). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("migration "), multiple sclerosis ("multiple sclerosis"), genital haemorrhage ("heavy bleeding"), pelvic discomfort ("severe discomfort"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), arthralgia ("join pain"), neck pain ("neck pain"), urinary incontinence ("urinary incontinence"), headache ("headaches"), neuropathy peripheral ("peripheral neuropathy"), peripheral swelling ("swelling of hands, feet and legs"), palpitations ("heart palpitation"), night sweats ("night sweats"), hypoaesthesia ("numbness in hands and feet"), alopecia ("hair loss"), amnesia ("memory loss"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), skin irritation ("skin irritation"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (partial hysterectomy sometime in or around (B)(6) 2018, which included removal of essure and surgery for essure removal). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, device dislocation, multiple sclerosis, genital haemorrhage, pelvic discomfort, abdominal pain, vaginal discharge, arthralgia, neck pain, urinary incontinence, headache, neuropathy peripheral, peripheral swelling, palpitations, night sweats, hypoaesthesia, alopecia, amnesia, dysgeusia, rash, skin irritation, fibromyalgia, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, autoimmune disorder, device breakage, device dislocation, dysgeusia, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, multiple sclerosis, neck pain, neuropathy peripheral, night sweats, palpitations, pelvic discomfort, pelvic pain, peripheral swelling, rash, skin irritation, urinary incontinence and vaginal discharge to be related to essure (ess205). The reporter commented: she sought treatment for the aforementioned events. Diagnostic results: on (B)(6) 2018, x-ray abdomen revealed punctuate radio density seen overlying the left hemi pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events added from pfs- auto-immune symptom, hypersensitivity, device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("negligible piece of the essure device has possibly been retained"), pelvic pain ("severe pain/pelvic pain"), multiple sclerosis ("multiple sclerosis") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (she was unable to wear fake or "costume jewelry" which often contain nickel due to skin irritation). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("severe discomfort"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), arthralgia ("join pain"), neck pain ("neck pain"), urinary incontinence ("urinary incontinence"), headache ("headaches"), neuropathy peripheral ("peripheral neuropathy"), peripheral swelling ("swelling of hands, feet and legs"), palpitations ("heart palpitation"), night sweats ("night sweats"), hypoaesthesia ("numbness in hands and feet"), alopecia ("hair loss"), amnesia ("memory loss"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), skin irritation ("skin irritation") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery and surgery (partial hysterectomy sometime in or around (B)(6) 2018, which included removal of essure). At the time of the report, the device breakage, pelvic pain, multiple sclerosis, genital haemorrhage, pelvic discomfort, abdominal pain, vaginal discharge, arthralgia, neck pain, urinary incontinence, headache, neuropathy peripheral, peripheral swelling, palpitations, night sweats, hypoaesthesia, alopecia, amnesia, dysgeusia, rash, skin irritation and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, device breakage, dysgeusia, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, multiple sclerosis, neck pain, neuropathy peripheral, night sweats, palpitations, pelvic discomfort, pelvic pain, peripheral swelling, rash, skin irritation, urinary incontinence and vaginal discharge to be related to essure (ess205). The reporter commented: she sought treatment for the aforementioned events. Diagnostic results: on (B)(6) 2018, x-ray abdomen revealed punctuate radio density seen overlying the left hemi pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('negligible piece of the essure device has possibly been retained / fragment of an essure') and pelvic pain ('severe pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (she was unable to wear fake or "costume jewelry" which often contain nickel due to skin irritation). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("migration "), multiple sclerosis ("multiple sclerosis"), genital haemorrhage ("heavy bleeding"), pelvic discomfort ("severe discomfort"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), arthralgia ("join pain"), neck pain ("neck pain"), urinary incontinence ("urinary incontinence"), headache ("headaches"), neuropathy peripheral ("peripheral neuropathy"), peripheral swelling ("swelling of hands, feet and legs"), palpitations ("heart palpitation"), night sweats ("night sweats"), hypoaesthesia ("numbness in hands and feet"), alopecia ("hair loss"), amnesia ("memory loss"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), skin irritation ("skin irritation"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (partial hysterectomy sometime in or around (B)(6) 2018, which included removal of essure and surgery for essure removal). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, device dislocation, multiple sclerosis, genital haemorrhage, pelvic discomfort, abdominal pain, vaginal discharge, arthralgia, neck pain, urinary incontinence, headache, neuropathy peripheral, peripheral swelling, palpitations, night sweats, hypoaesthesia, alopecia, amnesia, dysgeusia, rash, skin irritation, fibromyalgia, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, autoimmune disorder, device breakage, device dislocation, dysgeusia, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, multiple sclerosis, neck pain, neuropathy peripheral, night sweats, palpitations, pelvic discomfort, pelvic pain, peripheral swelling, rash, skin irritation, urinary incontinence and vaginal discharge to be related to essure (ess205). The reporter commented: she sought treatment for the aforementioned events. Diagnostic results: on (B)(6) 2018, x-ray abdomen revealed punctuate radio density seen overlying the left hemi pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('negligible piece of the essure device has possibly been retained / fragment of an essure') and pelvic pain ('severe pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included nickel sensitivity (she was unable to wear fake or "costume jewelry" which often contain nickel due to skin irritation), dysmenorrhea and endometriosis. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("migration "), multiple sclerosis ("multiple sclerosis"), genital haemorrhage ("heavy bleeding"), pelvic discomfort ("severe discomfort"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), arthralgia ("join pain"), neck pain ("neck pain"), urinary incontinence ("urinary incontinence"), headache ("headaches"), neuropathy peripheral ("peripheral neuropathy"), peripheral swelling ("swelling of hands, feet and legs"), palpitations ("heart palpitation"), night sweats ("night sweats"), hypoaesthesia ("numbness in hands and feet"), alopecia ("hair loss"), amnesia ("memory loss"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), skin irritation ("skin irritation"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (partial hysterectomy sometime in or around (B)(6) 2018, which included removal of essure and robotic total hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, device dislocation, multiple sclerosis, genital haemorrhage, pelvic discomfort, abdominal pain, vaginal discharge, arthralgia, neck pain, urinary incontinence, headache, neuropathy peripheral, peripheral swelling, palpitations, night sweats, hypoaesthesia, alopecia, amnesia, dysgeusia, rash, skin irritation, fibromyalgia, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, autoimmune disorder, device breakage, device dislocation, dysgeusia, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, multiple sclerosis, neck pain, neuropathy peripheral, night sweats, palpitations, pelvic discomfort, pelvic pain, peripheral swelling, rash, skin irritation, urinary incontinence and vaginal discharge to be related to essure (ess205). The reporter commented: she sought treatment for the aforementioned events. Discrepancy noted in essure removal date:(B)(6) 2011. Trailing coils: left- approximately 5 to 6 coils, right- approximately 3 coils. Diagnostic results: on (B)(6) 2018, x-ray abdomen revealed punctuate radio density seen overlying the left hemi pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received. Reporters information, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.